Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. The reported issue of ¿over pressure¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing and inspection of the device, it was determined that there was pressure sensor abnormality because of excessive pressure when inflated and backup data was abnormal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Event description:
The customer reported to olympus, the insufflator error log record showed error code e03 irregularity with channel pressure sensor and error code e05 irregularity with the backup data. The issue was found during maintenance inspection. There were no reports of patient harm or impact associated with this event.